Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to add a new rate sensing lead. The rate sensing portion of the transvenous defibrillation lead was capped, but the high voltage portion remains active. No further oversensing has been reported.